Event description:
The complainant reported that the clinicians had implanted an advantage sling system during a retropubic mid urethral sling procedure (procedure date unknown), performed on a female patient. According to the physician, there were no patient complications during the implant procedure. Subsequent to the procedure, the patient complained of a variety of symptoms from body aches to pain. The physician stated that the patient reacted to the mesh. The sling was surgically removed from the patient (date of removal unknown). The patient condition is now reported as "fine". The physician was unable to recall the hospital name, device catalog number, or the date of the event.

Manufacturer narrative:
The device catalog and lot numbers are not known; therefore, the device manufacture date and expiration date can not be determine. Based on information obtained from the complainant. The complainant indicated that the device will not be returned for evaluation, as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.